Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent delivery system (sds) was not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, it was reported that the lesion was heavily tortuous and calcified, which likely contributed to the reported failure to cross and subsequently resulted in the reported stent damage. Damage to the distal end of the stent as reported suggests interaction with the anatomy during advancement. The damage to the stent may have resulted in an interaction with the inner diameter of the guiding catheter during removal of the sds such that it may have contributed to the reported slight resistance (difficulty to remove). The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The reported failure to cross, stent damage and difficulty to remove, appear to be related to operational context of the procedure and there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4). The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with heavy tortuosity and calcification. Pre-dilatation was performed, and an attempt was made to advance the promus stent delivery system (sds); however, it was unable to cross the proximal rca. Attempts were made to advance the sds with additional manipulation and a parallel wire technique; however, it was unable to cross the lesion. During removal, slight resistance was noted with the vessel, and it was observed that the distal stent strut was flared. Further dilatation was performed, and the procedure was successfully completed with ballooning. No additional information was provided.